Event description:
The surgeon reported that there was no air function during the infusion / air exchange. No pt harm was reported. Additional information is expected.

Manufacturer narrative:
A sample is expected but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).